Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to bad resistor within the assembly (r608). This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The customer reported the events log included a 24 volt supply too low and post digital-analog-count or analog-digital-count errors. The customer determined the most likely cause of the issue is the main printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.